Event description:
It was reported that the patient experienced twiddler's syndrome and exit block. The right ventricular lead had dislodged and was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.